Event description:
It was reported that a user experienced high blood glucose after meals while preparing to initiate therapy with the ilet, with a documented glucose value of 321 mg/dl and unspecified symptoms; troubleshooting and education were completed, and the user was advised that initial pump dosing is conservative and adjusts over time. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included complaint review and user coaching on device use and expectations. Investigation of this case revealed no device malfunction reported and no specific component issue identified, with hyperglycemia attributed to cause unclear during early therapy transition and conservative initial dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.